Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited elevated, in-range shock impedance measurements measuring 210 ohms during a review of daily monitoring data. The shock impedance measurement has been as high as 225 ohms. Technical services discussed troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported defibrillation threshold (dft) testing was performed due to the high shock impedance measurements measuring above 200 ohms. The subcutaneous implantable cardioverter defibrillator (s-ICD) system failed dft testing after inducing ventricular fibrillation (vf) and two shocks. The patient had to be externally defibrillated. Subsequently, the physician decided to explant the sicd system. The system is expected to be returned for product analysis. No additional adverse patient effects were reported.